Manufacturer narrative:
Additional information was received on (B)(4) 2013, giving the item number and lot number for the product involved in this event. It was also discovered after learning of the item/lot number, that the item was manufactured in the biomet (B)(4) ltd. Facility instead of the biomet orthopedics facility. All information regarding item number, lot number, manufacturing and expiration dates, product code, brand name, 510(k) number, and manufacturing facility information was supplied in this MDR follow-up report.

Event description:
It was reported that a patient enrolled in a clinical study underwent an hip procedure on an unknown date. Subsequently, a revision procedure was performed on (B)(6), 2011 to remove and replace a 32mm femoral head with a 36mm femoral head. There was a delay greater than thirty minutes to the revision procedure; however, the reason for the delay was not reported. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No product identification supplied, if any additional or different information is received, biomet will forward follow up report to the FDA.